Manufacturer narrative:
One device was received for evaluation. Customer reported that the force sensor is showing error. Complaint confirmed by checking the alarm history. It is verified that the force sensor test error is found in the alarm history. The device is repaired by replacing the main board. Visual and functional testing was performed. After installing and replacing the parts, the pump passed all the testing and is fully operational. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found force sensor test. All functional test of the device passed after repaired.

Event description:
It was reported that the force sensor is showing error and it was found out not during use. There was no patient involvement and no patient harm.